Manufacturer narrative:
Medical records received were reviewed and confirmed no intraoperative complications. However, no additional records were provided to confirm the reported post-operative complications. The device history records were reviewed and no discrepancies were identified. During the investigation, the zimmer persona patella button was identified to have been used with the biomet ssk femur. Per the persona instructions for use, components and/or instruments from other knee systems should not be used with the persona system unless expressly labeled for such use, as this may result in premature wear, loosening or implant fracture that requires surgical intervention. Additionally, the patient was noted to have a component implanted containing metal the patient reported being allergic to. However, without additional medical records and based on the information provided, a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10 - concomitant devices - vanguard ssk constrained ps tibial bearing 16mm x 71/75mm catalog #: 183886 lot #: 822080, vanguard ssk 360 femoral component with screw 65mm right catalog #: 185264 lot #: 6533735, biomet 360 tibial tray 71mm catalog #: 185203 lot #: 536110, biomet 360 tibial cruciate wing small catalog #: 185650 lot #: 805190, vanguard 360 posterior femoral augment with bolt 65mm x 5mm catalog #: 185344 lot #: 490590, vanguard 360 posterior femoral augment with bolt 65mm x 5mm catalog #: 185344 lot #: 685480, biomet splined knee stem v2 19mm x 80mm catalog #: 148309 lot #: 332930. The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this patient; please see all reports associated with this event: 0001825034-2023-01330, 0001825034-2023-01331, 0001825034-2023-01332, 0001825034-2023-01334, 0001825034-2023-01335, 0001825034-2023-01336, 0001825034-2023-01337.

Event description:
It was reported that approximately three (3) years following right knee arthroplasty, the patient continues to experience pain, brain fog, depression, a rash on the knee, blisters, eczema, dizziness, blackouts and difficulty getting out of bed. The patient is currently discussing next steps with the surgeon. Initial operative notes noted no complications while the components were placed.